Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the day prior the patient experienced a blood glucose excursion of over 500 mg/dl, with confusion, and aggression, associated with an alleged history settings issue. Reportedly, the patient resumed pump therapy after treatment by a non-healthcare provider with insulin via injection, and drink. During troubleshooting with customer technical support, the patient¿s mom stated they believe the issue was due to hormonal changes, and has been ¿making changes to the basal rates and bolus settings herself, not per the healthcare provider recommendations¿. The patient was experiencing a change in nutrition, and there was an issue with the quality of insulin. The pump history/settings were reviewed and the basal delivery totals in total daily does did not match due to a cartridge change and the prime menu being accessed. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The blood glucose issue was potentially caused by the basal/temp basal settings, and bolus settings being incorrectly programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.